Event description:
It was reported by customer that PICC with a hole or crack. The hole found in PICC at 6cm. The user heard a whistling sound when flushing the PICC and it was leaking. It resulted in a new PICC line was inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that PICC with a hole or crack. The hole found in PICC at 6cm. The user heard a whistling sound when flushing the PICC and it was leaking. It resulted in a new PICC line was inserted. No other information was provided. Additional information received: event involved both the user and the patient as the user was not able to use the PICC and the patient was affected because he needed a new PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that PICC with a hole or crack. The hole found in PICC at 6cm. The user heard a whistling sound when flushing the PICC and it was leaking. It resulted in a new PICC line was inserted. No other information was provided.

Event description:
It was reported by customer that PICC with a hole or crack. The hole found in PICC at 6cm. The user heard a whistling sound when flushing the PICC and it was leaking. It resulted in a new PICC line was inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of hole in catheter tubing is confirmed; however, the exact cause is unknown. Five photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a powerpicc catheter inside of a plastic bag. A relatively large circumferential split was observed on the catheter tubing. Use residues were observed on the plastic bag. No details of the split in the catheter tubing could be discerned in any of the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.